Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly on an unknown date the thread of the extraction screw of a pfna blade construct broke. No further information available for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and reviewed; no product fault could be detected. A review of the device history record revealed no complaint related anomalies.